Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the motor was heating up fast, there was vibration and the device was very loud. It was determined that this condition was due to a broken drive shaft which created the heat, noise and vibration. It was further determined that this was due to excessive force at the customer site. The assignable root cause was determined to be component damage caused by misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was loud. During in-house engineering evaluation, it was observed that the motor was heating up fast, there was vibration, and the device was very loud. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.